Event description:
It was reported that there was no capture at maximum outputs from the right ventricular lead as the lead dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.